Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer's mother stated that the customer was hospitalized for dka due to bent cannula. Customer was hospitalized (B)(6) 2021. Blood glucose at the time of hospitalization was 19.3 mmol/l and went up to 28 mmol/l. High blood glucose was treated with insulin IV drip and liquids. Customer was tested positive for ketones. When customer used insulin pump it gave insulin flow blocked alarm and blood glucose went up to 14.3 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.